Event description:
Boston scientific received information that this newly implanted device was not recognizing loss of capture (loc) while the automatic capture (ac) feature was enabled. While looking at the readings through a pacing system analyzer all numbers were acceptable. Boston scientific technical services (ts) was consulted and suggested that the ac feature might not work with this patient and to try and manually set the outputs to hard amplitude settings. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available this report will be updated as necessary.